Event description:
It was reported that during a coronary stent procedure, crossing difficulties were encountered. The physician was attempting to cross a very calcified stenosis in an unknown artery. It is not known if the lesion had been pre-dilated. The proximal end of the stent flared during crossing and the physician elected to remove the delivery/stent device. During withdrawal, the stent dislodged at the ilio-femoral junction. The undeployed stent remains in the pt.